Event description:
A healthcare professional reported that before the procedure, the physician opened the packaging of a prowler select plus 150/5cm microcatheter (606s255x, 31471120) for inspection and observed the section near the microcatheter hub was deformed. During the endovascular embolization, the doctor delivered the microcatheter in place. The unspecified stent was impeded in the microcatheter hub and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and replaced it with a new microcatheter to deliver the original stent to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 11-aug-2025 indicated that the 10 minutes delay was not considered clinically significant. The stent used was an enterprise 2 vascular reconstruction device. The target vessel was the left middle cerebral artery. No relevant anatomical information was provided. There was nothing noted to be obstructing the microcatheter. The device was successfully flushed.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that before the procedure, the physician opened the packaging of a prowler select plus 150/5cm microcatheter (606s255x, 31471120) for inspection and observed the section near the microcatheter hub was deformed. During the endovascular embolization, the doctor delivered the microcatheter in place. The unspecified stent was impeded in the microcatheter hub and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and replaced it with a new microcatheter to deliver the original stent to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 11-aug-2025 indicated that the 10 minutes delay was not considered clinically significant. The stent used was an enterprise 2 vascular reconstruction device. The target vessel was the left middle cerebral artery. No relevant anatomical information was provided. There was nothing noted to be obstructing the microcatheter. The device was successfully flushed. One photo was attached to the complaint file in which the proximal portion of the hub can be seen. The ID band was noted to be loose from the microcatheter. The rest of the device was not shown in the picture and cannot be evaluated. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and a deformation was observed on the proximal section of the ID band located over the luer hub area. The deformation appeared as a flared shape. No other external abnormalities were identified on the microcatheter body. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance; therefore, the obstructed condition is not confirmed. Regarding the ID band deformation, a manufacturing investigation was performed, concluding the following: a visual deformation of the ID band was confirmed on the received unit. Investigation demonstrated that this condition may occur during the manufacturing process if the ID band is misaligned during heat application at the ¿ID band¿ process step. However, quality standards and process instructions do not classify this condition as a defect, and the risk documentation does not include a failure mode specific to deformed ID band. Based on the assessment, the issue has been confirmed as manufacturing-related and as cosmetic defect on the ID band, without any impact on device functionality or clinical performance. A manufacturing record evaluation was performed for the finished device 31471120 number, and no internal actions were initiated during its manufacturing process. However, this issue is being addressed through j&j medtech quality system. This issue is being address through j&j medtech quality systems. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. One photo was attached to the complaint file in which the proximal portion of the hub can be seen. The ID band was noted to be loose from the microcatheter. The rest of the device was not show in the picture and cannot be evaluated. The issue reported a microcatheter hub being deformed was confirmed during the photo inspection. However, the reported issue regarding an obstructed microcatheter cannot be evaluated with the picture provided a functional test needs to be performed. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31471120 number, and no non-conformances related to the malfunction were identified. This investigation was performed based only on the pictures provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.